Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced unconscious and hypoglycemia on an unknown date. The customer¿s blood glucose level was 26 mg/dl at the time of incident. Customer stated that the insulin pump had software error detected. Customer reported that they were able to successfully clear the alarm and were able to rewind the insulin pump. Customer stated that the insulin pump passed the self test. Customer was assisted with troubleshoot for low blood glucose level. The insulin pump will be returned for analysis.